Event description:
It was reported that at 10 minutes, 105,027 joules while using the surgical fiber during a prostate procedure, blinking of the fiber output and insufficient tissue vaporization were observed. Upon further inspection, fiber tip breakage was observed. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context. The probable root cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.